Event description:
It was reported that after a pc shock, the shock impedance was not measureable. An hv failure message was displayed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.